Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the generator had an e433 reboot/temporary failure error. It is unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information: b5, d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the probable cause of the "e433 " malfunction would likely be related to high voltage power supply board. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that the event occurred during the middle of a therapeutic hemicolectomy by laparoscopy while the patient was under general anesthesia, the event was completed without delay using an unknown different device.